Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display and also insulin pump was not working. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated they experienced high blood glucose level and was treated with manual injection. Customer declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank solid white display due to cracked lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unable to verify missing segments, partial display or power loss alarm due to blank display.